Manufacturer narrative:
The fine traction assembly was returned and evaluated by steris; however, the cause of the reported issue could not be determined. The user facility was provided a replacement fine traction assembly shortly after the reported event. No issues have been reported with the replacement unit.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the ot 1200 surgical table and was able to duplicate the reported event. The fine traction assembly will be returned to steris for further evaluation. The technician installed a replacement fine traction assembly, tested the table, confirmed it to be operating according to specification, and returned to service. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure the fine traction assembly to their ot 1200 surgical table was not remaining locked. The patient was transferred to a different table resulting in a procedure delay; the procedure was completed successfully. No report of injury.